Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
Device had restarted. No patient consequences reported.

Manufacturer narrative:
The reported information, the log files and the affected high pressure servo valve were analyzed. The log analysis confirmed that two warmstarts were performed on the 17th of august at 18:53 within one minute. Then, the user shut off the device via main switch. During functional hardware test of the returned valve, it could be determined that the valve was electrically non-functional which could be traced back to a failed capacitor. The device detected the deviation, reacted appropriately with a warmstart and posted the corresponding alarms according to specification. If the ventilator attempts a warmstart to solve a detected deviation, the device briefly powers off and then back on. An audible alarm is posted. During the warmstart, the evita emergency-breathing valve is opened allowing spontaneous breathing. In the event of an unsuccessful warm start due to an irreversible hardware issue, an interrupted audible alarm is activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.